Manufacturer narrative:
Other relevant device(s) are: product ID: 3966, serial/lot #: (B)(4), ubd: 25-jun-2006, UDI#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead; product ID: 3966, serial/lot #: (B)(4), ubd: 02-mar-2006, UDI#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had 2 experiences where there was security detector interaction with their device and it set off security detectors (occurring in 2014 and 2015). They felt uncomfortable stimulation and severe pain as a result. The patient stated that at the replacement surgery ( (B)(6) 2018), they were told that the leads were broken. They mentioned that they remembered their back getting hot (occurred in summer of 2016) and wondered if that was when the leads had broken. There were no further complications reported or anticipated.